Event description:
Reported via clinical study it was reported that the device was damaged. A left atrial appendage (laa) closure procedure was being performed in a canine as part of a preclinical study. A 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The closure device was successfully implanted. A microct (micro-computed tomography) showed a fracture or dislocation at the distal puck of the closure device. No major concerning findings related to cardiac function or overall animal health were reported during the in-life period of the study for this animal. Additionally, necropsy findings documented by the study pathologist did not report any concerning tissue changes at the area of this distal puck in this animal.